Manufacturer narrative:
Manufacturer reference no.: (B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction " no occlusion alarm" could not be confirmed, (the device was able to detect an upstream occlusion and downstream occlusion), and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01685 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had no occlusion alarm. It was also reported there was no patient injury.